Event description:
It was reported that pump generated cartridge alarm 30 and customer experienced blood glucose displayed "high", although exact value was unknown. Customer gave correction insulin by injection, switched to multiple daily injections as backup therapy, and did not require help from any third party, while technical support confirmed consecutive cartridge alarms, arranged replacement pump.